Manufacturer narrative:
(B)(4). Baxter received the device. Evidence for the reported problem "upstream occlusion" was found through review of the event history log by the presence of "upstream occlusion!" In the log; however, it cannot be determined whether the alarms are true or false. At the time of evaluation, the reported symptom was not known therefore, there was no opportunity to attempt to reproduce the reported symptom. No incidental findings during the evaluation indicated a failure related to an upstream occlusion alarm.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.